Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Additionally, investigation found that the audio bolus button cover was torn with a small hole at the center of the button; the audio bolus button functioned normally despite the damage. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored with fading lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the buttons were responding intermittently. Reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.